Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event was likely stress to the device and insufficient reprocessing. The root cause of why the scope was not reprocessed according to the device instructions for use or why the device was damaged could not be determined. For foreign material found around the forceps elevator it is likely the user¿s reprocessing differed from the instructions for use (IFU) instructions and the device immediately after procedure, and then, foreign materials adhered to the forceps elevator were dried and solidified. Corrosion around l-arm is likely caused by ingress of liquid from the crack of the distal end cover into the subject device. The debris inside the light guide lens was likely caused by one of the following mechanisms: a) liquid or moisture entered from a leak or a crack of the lg lens into the device, and internal components of the lg lens corroded. B) particles created by corrosion were remained inside the lg lens as dirt. The crack of the cover on the distal end was likely caused by application of physical stress. The following is included in the instructions for use (IFU) and may help prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ ¿all disinfection methods (whether performed manually or by an automated endoscope reprocessor), and all sterilization methods (whether performed by ethylene oxide gas or steam) require thorough prior cleaning of the instrument being reprocessed. If the equipment is not adequately cleaned prior to disinfection/sterilization, these processes will be ineffective. Immediately after each patient procedure and before disinfection/sterilization, thoroughly clean the endoscope and the accessories used with the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera ii duodenovideoscope rubber cover is damage . There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, distal end corrosion with foreign materials, leak from the forceps elevator, crack and discolored lg lens, broken and deteriorated bending section cover were noted. In addition, l-arm unit corrosion, lg cover glass and lg rod lens damage, and the connecting tube buckling with its coating peeling off were observed. The reported fault is likely a result of incorrect reprocessing and mishandling of the device from the customer. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.